Event description:
It was reported that during a lap gastric resection procedure, the device stopped firing about halfway through the sequence. The return button was used to bring the knife blade back. An ecr60g was being used. It was not reported which firing. Not reported different sounds and not reported if buttress was being used. It is possible it was being fired near a staple line or clip. There was no patient consequence. A new gun was pulled out of precaution. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric. During which stroke did the event occur? Unknown. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The articulation feature was noted to be non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the articulation bar was noted to be broken. Please note that in order to articulate the device, pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. The batch record was reviewed and no anomalies were noted during the manufacturing process.